Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received occlusion alarms. Blood glucose was high (500s mg/dl) and correction boluses were delivered via the pump. The customer was hospitalized and was treated with an insulin drip. The customer was discharged on (B)(6) 2017 with the high bg resolved.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Device investigation identified another issue.